Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient (pt) had a revision surgery done yesterday ((B)(6) 2016) because they were sitting on the implantable neurostimulator (ins) and caused it to be dropping down. The cause of the ins dropping down was unknown. No pt symptoms reported. If additional information is received, a follow-up report will be submitted.